Manufacturer narrative:
The device has not been returned for evaluation. (B) (4).

Event description:
Shedding, flaking metal shavings in joint during surgery. Lavaged and shaved but some shavings remain in pt.